Manufacturer narrative:
This report is submitted on february 2, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the electrodes into the outer ear canal. The implant remains in-situ.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 and the electrode array was left insitu to preserve the cochlea for future implantation. On (B)(6), the electrode array was explanted and the patient was reimplanted with another cochlear device during the same surgery.